Manufacturer narrative:
Patient¿s height reported as (B)(6) cms. Date of post-operative infection and non-union development is unknown. This report is for seven (7) unknown locking screws. Possible part numbers may be sd900.101, sd900.102 and sd900.231. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon took out a trumatch mandibular plate and seven locking screws from the patient on (B)(6) 2018 due an infection and non-union. The patient was implanted with one (1) trumatch mandibular plate and (7) seven locking screws on (B)(6) 2017. The patient experienced non-union and infection post-surgery and the surgeon removed all the hardware. The hardware removal was completed successfully without any surgical delay. The patient status is reported to be fine post-surgery. This report is for seven (7) unknown locking screws. This is report 2 of 2 for (B)(4).